Manufacturer narrative:
Suspect lot review: the suspect lot# 3132761 showed that (B)(4) units were manufactured, tested, inspected and released in october 2015 with no anomalies cited. Suspect lot# 3188671 showed that (B)(4) units were manufactured, tested, inspected and released in january 2016 with no anomalies cited. Receiving analysis: 6/16/2016 - received one used ch2000s-pc, spinning spiros, suspect lot#s 3188671 and 3132761. One used exactamix 500ml IV bag. One used chemoclave bag spike with additive port lot# unknown. One used carefusion pumpset. Functional testing: unit was pressure leak tested and no leaking was observed from the spiros. Leaking was observed from the carefusion to distal male luer. The spin collar was removed to determine the source of the leak. Leaking was observed to be coming from a cracked distal male luer from bending force damage. Final summary of investigation: the reported complaint of leaking could not be confirmed for any of the ICU medical devices. Leaking was observed from the distal male luer of the carefusion set. No defect or leaking was observed from any of the ICU medical products.

Event description:
Complaint received regarding one ch2000s-pc, spinning spiros, lot# unknown (suspect lot#'s are 3188671 and 3132761). Report states, "we had chemotherapy leak on a patient this morning from the spiros. It was the large volume tubing this time and was leaking at the collar. Pharmacy had attached the blue cap and there was no blood backed up the line. The line flushed great and gave blood return." Unprotected chemo exposure reported. Spill cleaned up per hospital protocol. No serious adverse clinician/patient consequences reported.